Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally closed a door on the ilet, resulting in a shattered screen and hardware damage to the pump. Symptoms included no reported clinical effects. Outcomes included no impact on health or medical care. Investigation included customer service assessment, verification of the device serial number, user education on data sync and shutdown, shipment of a replacement, and coordination of a return shipping label. Investigation of this case revealed physical damage consistent with user-induced impact to the device¿s screen and housing, with no functional alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.